Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced pain, infection, urinary problems, bleeding, dyspareunia and vaginal scarring. The plaintiff underwent revision surgery on (B)(6) 2011. It was reported that the plaintiff is deceased. No cause of death was reported. Related to manufacturer report #2183959-2012-02122.

Manufacturer narrative:
Lawyer-filed report.